Manufacturer narrative:
H3: the device was placed in a small resealable bag and returned inside a large plastic sleeve. Upon receipt, the shaft was observed to be broken and twisted. Under magnification, traces of brown residue were observed on the shaft near the distal end of the shank. Striations were also observed on the shank. Functional testing could not be performed due to the damaged condition of the device upon return. The complaint was confirmed, due to an out of specification condition. Previous code b17, c20 codes were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Mail-ID is not sufficient in the column provided - coord.otorinolaringoiatria.bo@asst-spedalicivili.it medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that that the tool was broken. There was no patient impact in this event.